Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, foreign material was found at tip of the probe.additional information requested and received that, posterior capsular rupture (pcr) occurred during the cataract surgery, but no adverse effects were reported to the patient.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with orange or brown foreign material on the port face. The probe sample was disassembled and the components inspected. No or minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The foreign material observed on the port face was analyzed. The elemental composition and the visual characteristics suggest that the brown material is copper. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. , the complaint evaluation confirms foreign material on the port face of the needle. The particle analysis suggested the foreign material was copper. Copper is a component of the wire used in the electrical discharge machining of the needle port of the reported product. How and when the foreign material identified as copper was introduced to the probe needle cannot be determined from this evaluation, however, a manufacturing related root cause cannot be determined. A non-conformance investigation was initiated in order to investigate the root cause of the copper material identified on the port face. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).